Manufacturer narrative:
Additional info b5: medtronic received additional information that there was no leaks noted. The pump has been in use since 9 days. There was no visible damage to the pump, and no visible air. The anticoagulant heparin gtt started 2 days prior with goal ptt 40-50, ptt 39 5 hours prior to event. No visible clots in the circuit, scattered clots noted in the oxygenators (the patient had been running dual oxys for 2 days) device evaluation summary: the device was returned bloody with evidence of clotting around the impeller pivots. Visual inspection shows the impeller is loose inside the housing with evidence of damage to the upper pivot. The device was run on a bio console from 0-4000 rpm¿s, a noise level greater than 80 db was noted, the specification is less than 65 db. Reason for the return was confirmed. Additional info h6: updated the annex b and annex c codes additional info d9: device evaluated and the return date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the vitalflow tube set pump exhibited a grinding noise, pump failure, and the pump stopped. The device was replaced to complete the case. There was no adverse patient effect associated with this event.